Manufacturer narrative:
The infinity workstation nc consists of two mostly independent parts: the ventilation unit, the v500 and the displaying unit, the cockpit infinity c500. For the investigation the description of the event, the available logfile and the repair report were analyzed. According to the repair report the ram module of the cockpit infinity c500 was faulty. In case of a faulty ram module the device would perform a restart of the cockpit infinity c500. As a safety feature of the ventilator, the software analyses and verifies proper function of the device. If the software detects a failure, the user will be alerted to this condition by an audible alarm according to iec 60601-1-8. In case of a cockpit infinity c500 failure the ventilation of the ventilator would continue to ventilate independently. Relevant ventilation parameters are displayed on the oled-display of the ventilator. In this case ventilation goes on as set. In the event that the ventilation unit stopped ventilating, audible alarms would be activated informing the user of the status of the device. The emergency-breathing valve would open allowing for spontaneous breathing: however, manual ventilation with an alternate device may be considered necessary. As the logbook is not available for the date of event it was not possible to retrace the described shut down of the ventilating unit. The device was repaired on site by replacing the ram module of the cockpit and put back into operation. No further problems were reported since then. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was just started. The results will be reported within a final report.

Event description:
It was reported that the ventilator shut down during operation. No injury reported.